Event description:
The customer stated that the unit would not turn on.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by the main circuit board (result code 427). The circuit board was analyzed by factory service and then routed to engineering for additional analysis, where the failure could not be identified to the component level. Replacement of the circuit board resolved the failure. The device was repaired and returned to the customer.